Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reports that one blood sample from a female patient (sid (B)(4)) generated an initial architect clin chem creatinine assay result of 3.58 mg/dl on an architect c4000 analyzer (sn (B)(4)) with a glucose result of 151 mg/dl and a urea nitrogen result of 33 mg/dl. The patient's physician questioned the creatinine result as being higher than expected and when retested, the sample gave a creatinine result of 1.30 mg/dl on another architect c4000 analyzer in the lab (sn (B)(4)). The customer's normal reference range for this assay is 0.57-1.11 mg/dl. A new sample (sid (B)(4)) was taken and tested at 1.31 mg/dl for creatinine on the original architect platform as the initial sample (glucose at 161 mg/dl and urea nitrogen at 35 mg/dl) and with a creatinine result of 1.34 mg/dl on the second architect platform in the lab. A corrected report was issued. The customer then proceeded to retest all samples run during this timeframe and all generated results similar to their initial run. Controls have remained within specifications. There is no impact to patient management reported.

Manufacturer narrative:
The instrument logs for the architect c4000 analyzer (serial number (B)(4)) were reviewed. The data revealed that the initial run that generated the creatinine result of 3.58 mg/dl had an overall higher aspiration and dispense pattern than expected. However, the pattern was not elevated enough to trigger an error code. Also, no error codes were generated that specified a possible contributing factor for the elevated result. The maintenance for the instrument was current and the creatinine assay parameters were configured correctly. There were no returns made available from the customer site. A review of complaint tracking and trending metrics was performed and identified no related adverse trends or systemic issues in conjunction with the complaint topic currently under evaluation. No non-conformances were found, which may have currently impacted the performance of the product. The service history for the c4000 analyzer was reviewed and did not identify any contributing factors on or around the date of the customer issue. The architect system operations manual and the architect creatinine assay package insert contain information to address the current customer issue. Based on the available information from the customer site and the results of this evaluation, there is no evidence to reasonably suggest that a systemic issue or product deficiency exists. A possible cause for the customer issue is due to sample handling or integrity.